Event description:
Hgm svc engineer was installing a new monoshutter with k3 laser and observed that the laser fired without closing the shutter on the monoshutter. No pts or hosp presonnel were involved, because the problem was found during installion. The svc engineer removed monoshutter from the system, packaged unit and returned it to the factory for further investigation.